Event description:
It was reported that the patient's battery charger has an electrical fault and the plug is sparking. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on june 2, 2022.